Event description:
It was reported on (B)(6) 2026 an unknown amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure, it was noted that the access to the femoral vein was difficult and required the physician to push harder. While pushing the sheath into the femoral vein, the dilator tip was torn. The delivery system made contact with the guidewire before the tear was noted. The sheath was removed and a new sheath was used to complete the procedure. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.